Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician suspected a blood clot had caused the impedance and threshold values to rise. It was noted to have cleared after a month. The lead was reprogrammed and remains in use.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the leadless implantable pulse generator (ipg) exhibited high and varying thresholds and impedances. The device remains in use. No patient complications have been reported as a result of this event.